Event description:
The facility returned to the manufacturer a damaged cq2015a collamer aspheric three piece lens. There was no patient contact or injury. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4): based on the complaint history and the evaluation of the returned product, possible root causes for lens damage include both delivery system issues and possible handling errors by the customer. A multifunctional team investigated complaints regarding lens damage associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4).